Manufacturer narrative:
D10 concomitant product: scb, scb sonicision battery pack x1 (serial#: (B)(6); scg, scg sonicision generator x1 (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the sterilization center placed in the autoclave (despite a label on the box indicating it should not be autoclaved) a kit containing two batteries and a transducer from the sonicision 1st generation, which reportedly ¿exploded/ignited¿. When the autoclave door was opened, employees ¿ despite the recommendation to open all windows ¿ inhaled some of the smoke. By the end of the shift, they were directed to the pa with symptoms of headache and nausea. Hospital engineering was called, but nothing was found inside the autoclave (no battery fluid or other evidence). There was also uncertainty as to whether the batteries could contain radioactive material. The pa physician opened a cat, and they require the fact sheet and recommendations or guidance on how to proceed regarding the toxicity of the battery smoke.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the outer casing of the device was warped, consistent with heat damage. The battery produced smoke that caused additional damage to nearby devices. Functionally, the analysis determined that the battery was exposed to temperatures in excess of 80 degrees c and was deactivated as a safety precaution. It was reported that it ¿exploded/ignited.¿ the reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: warns users not to expose battery packs to high temperatures (greater than 60 degrees c) during cleaning and sterilization. Exposing these components to high-temperature cleaning (washer disinfector) and sterilization (autoclave) devices will damage the equipment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.